Event description:
It was reported that during a semi pulmonectomy procedure after firing the device, the clip was not at proper position to the jaw. The device did not clamp tissue. The site changed to another device to complete the or. No patient consequences were reported.

Manufacturer narrative:
Date sent: 05/29/2007.